Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: rejection of atrial sensing artifacts by a pacing lead with short tip-to-ring spacing. Europace 2005;7:67-72. Doi:10.1016/j.eupc.2004.11.002.

Event description:
A journal article was reviewed that contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported that there were leads with atrial oversensing, oversensing myopotentials, and far-field r-wave oversensing noted. Reprogramming to resolve the oversensing was performed. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.